Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump made a "grinding" noise. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.